Event description:
Pt underwent coronary artery bypass graft surgery on 5/24/96. Transferred to intensive care unit post-operatively. Was placed on a ventilator. Approx 2 hrs later, the peep manometer was reading a negative 20. Orders were for a positive 10 peep. Pt removed from ventilator and bagged. Test lung was placed on ventilator with no change in reading. Ventilator was replaced.